Event description:
I have experienced left sided pelvic pain, intermittent dizziness, tingling in arms and hands, chest pain, irregular periods lasting 10-16 days with heavy bleeding and cramping, acid smelling discharge, burning sensation in vaginal area with discharge.